Event description:
This child is on home total parenteral nutrition. When his mother hung a new bottle of the tpn solution she did not get the gate locked securely on the pump. When she unclamped the IV tubing the liter of fluid ran unregulated into the child. He got nearly the entire liter of fluid in about 30 mins. (The fluid container and pump are enclosed in a cloth back-pack, so hidden from view). The child complained of severe head pain. On arrival in the ER he was convulsing. After stabilization he was transferred to hosp, where he remained for 4 days. He has no apparent after-effects. He now has a new pump with better safety features.